Event description:
Reportedly, the device was explanted after 14.07 months due to unknown reason. The 5200m30 was implanted as a replacement. Information was learned through (B)(6) implant patient registry. The device will not be returned as it was discarded by the hospital. No further details were provided.

Manufacturer narrative:
Customer letter not requested. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Method: device discarded. No product return.